Manufacturer narrative:
Evaluation method: the patient's doctor ended use of the device. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient's daughter reported that the patient was experiencing a skin irritation on her back described as "whelps". There is no alleged device malfunction. The patient's doctor ended use of the device.